Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. Review of the device log shows that the device acquired an ECG signal from pads in the beginning up until the ECG view was switched to lead I. Once switched back to pads view, a signal remained until the end of the case. Had there never been a switch from pads view to lead I view, the pads signal would have remained present for the entirety of the case. The device passed full functional testing including ECG stress testing using a test multifunction cable without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.